Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press the button multiple times for the pump to respond. The customers blood glucose level was impacted above 300 mg/dl. The customer took a correction bolus via the pump and insulin injection to stabilize bg level. In addition, the customer reported the pump touchscreen has been intermittently unresponsive. Reportedly, the pump is still functional. It was indicated that the customer would continue to use the pump until the replacement arrives.